Manufacturer narrative:
(B)(4). Delay in the procedure as it took a lot of time to cut the gripper line. Post procedure the functional mitral regurgitation grade was reduced from 4 to 2. The patient felt well, no additional medical therapy was performed and the patient was discharged to home. No additional information was provided. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for resistance removing the gripper line and gripper line breakage, resulting in a segment of the gripper line remaining in the implanted clip and anatomy. It was reported that during a mitraclip procedure, the clip delivery system (cds) was performed for use as per the instructions for use (IFU). Due to a very restricted posterior mitral leaflet, the steerable guide catheter (sgc) steering knob was used to help position the clip and this made grasping the clip onto the mitral leaflets difficult. Once the clip was able to grasp the leaflets, the IFU clip deployment steps were followed. The gripper line removability test was performed with no problems. The clip was released from the cds. After 20-30cm of the gripper line had been removed with no problems, resistance was met and the gripper line broke. The cds was slowly removed from the anatomy making sure the clip did not move. Once removed, one end of the gripper line was sticking out of the sgc. Many unsuccessful maneuvers were made to try to remove the gripper line. On echocardiogram image, it appeared that the one end of the gripper line was caught in the implanted clip. Using a microloop with a radiopaque marker catheter, the gripper line was cut approximately 1-2cm above the clip. The remainder of the gripper line was retracted out of the anatomy. In the echocardiogram image only one end (the cut end) of the gripper line was observed.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records, complaint history and the analysis of the returned product were reviewed. A review of the lot history record revealed no non-conformances for the lot that would have contributed to the reported complaint. A query of the complaint-handling database identified no other similar incidents reported for the reported lot. The reported inability to remove the gripper line was confirmed. The reported gripper line break could not be tested as the gripper line was not returned. Additionally, the reported noise was likely a symptom of the gripper line break and, therefore, could not be replicated in the testing environment. The reported failure to adhere or bond could not be replicated in a testing environment, as it was related to procedural circumstances. Potential causes for the reported failure to adhere or bond, inability to remove the gripper line, kink leading to gripper line break upon removal attempts, and noise from the break, were considered, including manufacturing anomalies, patient conditions and/or user technique / procedural conditions. Inability to remove the gripper line and kinks resulting in the gripper line break and noise from the break, may be influenced by challenging anatomical morphology, such as tortuous anatomy, rotated heart, etc. In this case, challenging patient anatomy was reported, as the patient had a very restricted posterior mitral leaflet and a large ventricle. During returned device analysis, the gripper line was removable with no curves on the device, which indicates that the resistance encountered while removing the gripper line after approximately 20-30 cm, is predominantly a result of curvature placed onto the system. Additionally, the curvature and increased tension on the device due to the challenging anatomy likely contributed to the increased resistance within the gripper lumen coils, which may have led to the user experiencing greater difficulty during gripper line removal. Additionally, the challenging anatomy, may have caused increased tension on the device, such that the shaft got kinked, resulting in the gripper line break and noise. With regards to the reported failure to adhere or bond, patient conditions likely caused the difficulty in grasping the leaflets, as it was reported that grasping was challenging due to a very restricted posterior mitral leaflet and not a product quality deficiency. Inability to remove the gripper line may be influenced by excessive curves on the device or by gripper line unwrapping technique prior to performing the removability test (formation of knots / twists. In this case, it is possible that the gripper line being caught inside the clip may have contributed towards the inability in removing the gripper line during troubleshooting maneuvers only, as troubleshooting attempts to remove the gripper line can create slack, resulting in the gripper line getting caught inside the clip components. Therefore, the gripper line becoming caught in the clip likely was a result of the inability to remove the gripper line, and not the cause for the event. Additionally, during device analysis, the sleeve was observed to be kinked approximately 72.5 cm from the radiopaque tip ring which is the approximate location where the gripper line broke. Since the kink was not identified during functional inspection of the device, it is possible that the sleeve got kinked upon insertion of the cds, and troubleshooting attempts for gripper line removal, exacerbated the kink, which then caused herniation of the gripper lumen coils resulting in the gripper line to kink. This coupled with procedural interactions and patient anatomy, likely caused resistance and the subsequent break at the damaged (kinked) region due to the interaction with the gripper lumens. The kink resulting in the gripper line break from the stress on the gripper line (as felt by the resistance), and the noise from the break, however appear to be related to procedural conditions/user technique. Based on the information reviewed and the analysis of the returned device, the inability to remove gripper line was likely due to a contribution of forces from usage of the device. Aggregations of forces due to patient anatomy and curves on the system likely resulted in the inability to remove the gripper line during removal; however a definitive cause could not be determined. The reported failure to adhere or bond and the kink leading to the gripper line break and noise, appear to be related to patient/procedural conditions and user technique. The patient effect of failure to retrieve mitraclip system components is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The reported additional therapy/non-surgical treatment and delayed therapy/non-surgical treatment were related to case-specific circumstances, as a microloop with a radiopaque marker catheter was used to cut the gripper line. Cine and echocardiographic images of the procedure were reviewed by an abbott vascular senior medical advisor. The reviewer concluded the challenging anatomy and presence of the remnant line was confirmed on the imaging provided. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report filed, additional reported information was received:a kink in the clip delivery system shaft was observed after the device was removed from the anatomy.